Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 2 of 4. The home patient (hp) stated that he turned off the hc and went back to bed. The baxter technical service representative (tsr) explained the alarm and had the hp get the cassette and bag off the hc. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).